Event description:
It was reported that the device stopped working the evening prior to the report and the device was not working in the right area. It was noted that the patient was feeling stimulation in her left upper buttock and not down lower. It was reported that one wire was ¿not working at all¿ and she had tried switching them many times. The patient turned the device off completely, and said that the wire was bothering her and it felt like a ¿dull toothache.¿ it was noted that the patient wanted to know if she should take the wires out herself. It was reported that the patient had a follow-up appointment to have the leads removed on the tuesday following the report. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).